Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were having trouble recharging the ins as poor recharge quality displayed; pt stated that everything else was working correctly. Pt stated that they had never been this frustrated before and that they knew that the recharger (rtm) was in the right spot as at one point it gave them a 100, however when they clicked recharge it said to try again or cancel. Pt stated that they reset the controller in attempt to resolve the issue, however the issue was not resolved. Pt stated that the controller battery was at 80% and that the ins battery was at 60%. Pt stated that currently the controller light was orange with an option to try again, so pt selected try again. Pt then confirmed seeing the normal recharging screen with recharging excellent indicated. The pt was asked if the rtm was getting hot while trying to recharge the ins; pt stated sometimes but that the rtm cord was not frayed. Pt noted that they turned the stimulation off while recharging the ins as when the stimulation was on while recharging the ins, it took longer to recharge the ins; it was confirmed with the pt that this was normal. Pt noted that they only have to recharge the ins every other day and so that two days ago everything was fine. An email was sent to the repair department to replace the rtm. No symptoms were reported.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the device was scrapped due to the recharge antenna failure of the poor recharge quality error and after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.